Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 675mm distal from the strain relief. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with the stent profile. A visual and tactile examination of the outer and midshaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. A 2.75x16mm promus premier stent was selected. When advancing the device into the tuohy, it was noted that the shaft broke into two pieces. The device never entered the patient's body. The procedure was completed with another device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a shaft break occurred. A 2.75x16mm promus premier¿ stent was selected. When advancing the device into the tuohy, it was noted that the shaft broke into two pieces. The device never entered the patient's body. The procedure was completed with another device. No patient complications were reported and the patient's status was good.